Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relvant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the clip had not been fired. Inspection of the returned device indicated that the proximal end of the flex-guide was carved by the delivery tubeset when depressing the plunger to deploy the locator wings and initiate the thumb advancer deployment and sheath splitting, resulting in bent garage leaves that punctured and tore the sheath. Subsequently, the thumb advancer deployment and sheath splitting were stopped due to excessive resistance. Based on the investigation findings, the probable cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. The instructions for use (IFU), under the closure procedure section, states: maintain the left hand on the stabilizer to stabilize the device at the angle of the tissue tract. Assume a syringe grip on the proximal end of the device with the right hand by placing the index finger and the middle finger on the proximal posts, and the thumb on the plunger. Retract the device out of the tissue 3 to 4 cm with the right hand. Firmly depress the plunger with the right thumb until the number 2 appears in the number window. This opens and locks the locator wings in the expanded position, and advances the thumb advancer and the clip delivery tube approximately 3 cm to initiate splitting of the sheath. However, consistent with the IFU, it was found that the safety release mechanism was utilized to release the locator wings to safely remove the device from the patient anatomy. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during sheath splitting, resistance was encountered. After inspecting the device, it was noted that the sheath didn't split correctly and there was a metal tube present outside the sheath. The device was removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.